Event description:
The user facility reported a 78-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan had placed a 5.5 pump for care escalation from a balloon pump (iabp). The patient was also supported by ECMO (extracorporeal membrane oxygenation). The patient was in for an or procedure to treat the vsd (ventricular septal defect¿¿) . The pump was placed but, after 1 day of support the patient expired. The death was due to msof (multi-system organ failure) . The msof was concurrent with a mediastinum bleed. The bleed was treated by blood transfusions. The bleed may have been due to the use/placement of the 5.5 pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-05716 was provided in sections b2, b5,d6, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.